Manufacturer narrative:
The cartridge is contraindicated for use with products other than humalog® and novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a low blood glucose (bg), after taking too much insulin. Elevated bg was treated by taking fast acting carbohydrates. The customer has been using an off label insulin (novalin r). Recommendation was made that the customer discuss the insulin with their healthcare provider.